Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D4: (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported hospitalization and surgical procedure are potential no-fault events that may be related to the procedure, pre-existing co-morbidities or prior conditions. The investigation determined the reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Concomitant medical products: event dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip.

Event description:
This is filed to report post procedure, the patient had to have mitral valve replacement. It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). Two clips were implanted. On the 79th day post procedure, the patient had mitral valve replacement as the leaflets were more degenerated than expected. Additional details are listed in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.